Event description:
In this case, approximately 2 years and 1-month post-implant of a successful tavr procedure, the patient now presents with deformity of the valve leaflet and significant aortic insufficiency. It is unknown at this time if any intervention has occurred. Follow attempts have been made to the hospital for additional information.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The patient was treated with a 26mm true balloon balloon aortic valvuloplasty (bav). Upon further review, it appeared that there was no valve dysfunction and the aortic insufficiency (ai) was due to a para-valvular leak. The leak was resolved to trace-mild with bav with no complications.

Manufacturer narrative:
Correction to h6; device code, type of investigation, investigation findings, investigation conclusion. Update to d7. The edwards sapien 3 valve was not returned for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. Imagery was provided that showed that calcification was present along the aortic root and annular perimeter. Paravalvular leak (pvl) was present below the leaflets. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint code. The following instructions for use (IFU) were reviewed: commander delivery system with s3, s3u. The warning section of the IFU indicates that incorrect sizing of the valve may lead to paravalvular leak, migration, embolization, residual gradient (patient prosthesis mismatch), and/or annular rupture. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for paravalvular leak was confirmed based on imagery reviewed by an edwards proctor. A review of DHR, lot history, and complaint history did not reveal any indication that a manufacturing nonconformance would have contributed to the reported event. In addition, a review of IFU/training materials revealed no deficiencies. As reported, "approximately 2 years and 1-month post-implant of a successful tavr procedure, the patient now presents were severe aortic insufficiency." Additionally received information clarified that there was no valve dysfunction, and the ai was due to para-valvular leak, which was resolved to trace-mild via bav. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valve and the transcatheter valve replacement procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Per reviewed imagery, calcification was present surrounding the valve frame. Bulky calcification can create irregular contact between the pvl skirt and the target site, resulting in paravalvular leak. In addition, bav was performed to resolve the pvl, suggestive of the possibility of an under-expanded valve, which could also contribute to the formation of pvl channels. In this case, available information suggests that patient factors (calcification) and/or procedural factors (under-expanded valve) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.